Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a broken 4.5 variable angle locking compression plate (va-lcp) curved condylar plate on (B)(6) 2016. The plate and an unknown quantity of 4.5 cortex screws and an unknown quantity of 5.0 locking screws were originally implanted on may 21, 2016. Postoperatively, the patient was doing well and was weight bearing. On an unknown date, the patient felt a pop. It was discovered via x-rays the plate was broken at the fourth (combi) hole up on the shaft and the bone had not healed yet. The broken plate and intact screws were removed and replaced with a longer plate and screws. The surgery was successfully completed with no surgical delay. The patient outcome was reported as stable. Concomitant devices reported: unknown 4.5 cortex screws (part # unknown, lot # unknown, quantity unknown); unknown 5.0 locking screws (part # unknown, lot # unknown, quantity unknown). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Incorrect verbiage used; plate was implanted and explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.